Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they went to increase the stimulation yesterday, but did not see a number. They went to increase twice and it was at 0.2. Helped caller connect to implant and increase settings. Reviewed that if they were not seeing a number, therapy was likely off, the caller does not know how it got turned off. The caller made the last change prior to this, about 6 weeks ago, so they do not know how long or when it got turned off. They will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The caller mentioned that they have an appointment with the healthcare provider in 3 weeks. Reviewed that they can pull reports and see about it turning off.